Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. The loading unit had damage to the cutting edge of the knife blade. The loading unit anvil was bowed and the anvil clamping mechanism was deformed. The staple pushers were flush with the staple cartridge. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Replication of the bowed anvil may occur under the following conditions. 1. Application over tissue that is beyond the recommended thickness range. 2. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "1. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful co nsideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. " replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. The in formation booklet which accompanies each product shipment cautions the user; ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. R eplication of the anvil clamping mechanism deformation may occur through manipulation of tissue using the anvil side of the loading unit, or clamping over excessive thickness. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic radical lung cancer procedure, the device had poor staple formation and incomplete staple line on distal part. The surgeon had to hand sew the affected part. Another device was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic radical lung cancer procedure, the device had poor staple formation and incomplete staple line on distal part. The surgeon had to hand sew the affected part. Another device was used to complete the procedure.